Manufacturer narrative:
.

Event description:
It was reported that a physician was having communication issues with her programming system. There was no patient affected as the facility had backup systems. When the serial cable was substituted, the issue immediately resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with disconnected wire connections.